Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with a left ventricular lead exhibiting loss of capture. Upon interrogation, it was noted that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.